Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the cardiac chambers procedure was proceed when the issue occurred. The procedure was completed by restarting the system. Philips filed service engineer (fse) inspected onsite. Fse reviewed the logs and suspected issue due to kvma control. Fse checked the hv converter voltage at 400v and confirmed resistors were in good condition. Fse advised the customer to log any recurring issues, which may require replacing the kvma unit. Similar issue was reported again on 20jan2026 and fse found oil in the x-ray cooling unit's spillover pan. To resolve the issue as a permeant solution, the x-ray cooling unit was replaced. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.